Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an air in line alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection, power on self-test, battery testing and a review of the alarm log was performed. During power on self-test and alarm log review the air in line alarm was found; the cause of this was damaged central processing unit (cpu) printed circuit board (pcb). To correct the condition, the cpu pcb was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.